Manufacturer narrative:
A medtronic representative inspected the imaging system on-site. It was found the analog offset calibrations needed to be performed. Performed analog offset calibration and tested. The system is fully functional. No parts were replaced. A full imaging system check-out was completed following calibration and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A site representative reported that during a spinal fusion procedure, the imaging system was producing 3d images with a ring-shaped artifact. The images could still be used for the procedure and the case was completed successfully with the imaging system. There was a reported delay to the procedure of less than 1 hour due to this issue, and the patient was not impacted.